Event description:
Customer's mother reported that her son activated the device at 2:24 am. His blood glucose had measured 347 mg/dl immediately prior. At 8:18 am, it had lowered to 257 mg/dl and a .30 unit correction bolus was administered. At 10:56 am, it his bg result was 436 mg/dl and an add'l .80 unit of insulin was given. By 1:00 pm, it had decreased only to 321 mg/dl, so a .50 unit insulin correction was injected by syringe. The device was changed at 1:10 pm and the mother observed that this pod's cannula too was bent (twice this time). The new device successfully lowered her son's bg to 95 mg/dl by 3:09 pm.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent condition of the cannula or to determine if it, or some other product malfunction, could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test result greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advised "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod," and "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."